Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. All attempts to resolve the issue were unsuccessful and the use of the fiber optic cable was discontinued. The arterial pressure was obtained via the inner lumen with a transducer directly connected to the cs300 intra-aortic balloon pump (iabp). There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).